Event description:
Taxol infusion gang times 60 mins when a puddle was noticed on the floor by the rn. Infusion was stopped. A crack, vertical, was noted in the secondary tubing set approximately six inches above the filter. Rn used chemo spill kit to clean up. Rn and pharmacy tech mixing the taxol and rn that checked the taxol did not notice.